Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the intensive care unit on (B)(6) 2018 for a low blood glucose value. The patient had passed out, fallen, and suffered a bloody nose. The customer's neighbor found them and called ems. The customer was taken to the ER by ems. The first responder treated the customer with glucose jelly and the patient's blood glucose was 241 mg/dl by the time they arrived to the ER. The customer had been using the insulin pump system within 48 hours of the low blood glucose event. During troubleshooting for the low blood glucose, no insulin pump anomalies were noted. The insulin pump passed the displacement test. The insulin pump was not returned for analysis.